Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Patient reported rupture with two siliconomas and that "the implant had slumped". This record is for the left side. The device was explanted.

Event description:
Patient reported rupture with two siliconomas and that "the implant had slumped". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, h4, h6. Un-reporting rupture, h6- a0412.

Event description:
Patient reported ¿implant had slumped"